Event description:
It was reported that a patient underwent a laparoscopic ipom incisional hernia repair on (B)(6) 2012 and the mesh was fixated with absorbable staples. Approximately, six months post operative the patient developed a bulge in the area. A CT scan was done which confirmed a recurrent hernia. The patient opted to wait for the reoperation and the surgery was done on (B)(6) 2013. During the procedure, it was noted that the mesh had partially slipped into the fracture gap. The defect was repaired with a different mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.